Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that there was no smoke, fire, sparking or melting, though, the transformer did get "pretty hot" while plugged in. When she unplugged the transformer from a wall outlet, it came apart in her hand, exposing underlying wires/electronics. About one month previously, she noticed a chip near one of the screws that hold the front and the back of the transformer housing together. She also indicated that she returned the product and that an injury was not sustained as a result of the issue. As of the date of this report, the product has not been received. A breach in the transformer housing is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should the product be received, resulting in new, changed, or corrected information, a follow up report will be filed.

Event description:
The customer reported to customer service that the "plug part of my backpack breast pump has somehow chipped and is breaking apart. The pump is only 8 months old. The pump still powers on. In fact, it powers on with the damaged cord, however, I went ahead and purchased a new one because of the chip in the original power cord and because it would get so hot while plugged in." The customer indicated that she did not witness any sparking, fire or flame and that an injury did not occur.